Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2018, and the patient was "actively bleeding" at the fibroid removal site. The patient had low hemoglobin (hb) and the physician aborted the procedure. The physician inserted a catheter to try and tamponade the bleeding. The patient continued to bleed and the physician decided to proceed with a laparoscopic hysterectomy. The patient received a blood transfusion intraoperatively. The findings were the patient had a bulky uterus which was thought to have underlying pathology causing the intermittent cyclic bleeding. The patient recovered well and was discharged the next morning.